Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: version: (B)(4). The system was not evaluated because a manufacturer representative reported the ubuntu was adjusted and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was stuck on a blinking cursor. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.